Event description:
Device report from synthes reports an event in netherlands as follows: it was reported that during the surgery the surgeon noted that the lis 2 final tght drv shaft would not correctly engage in the different set-screws. Trying to correctly torque the set-screws was not possible with this torque drive shaft. Also a second torque driver shaft damaged at the tip, not capable of engaging correctly in the set screws. Consequently, the surgeon needed to replace 2 set-screws as these were to damaged to be tightened with another drive shaft. The surgery was not delayed, the surgeon could complete the surgery with an alternate drive shaft that is available in the set. The cause of the malfunction is that the teeth of the drive shaft tip strip to easily. This has happened with multiple of these drive shafts in different accounts. These two drivers have only been used in less than 10 surgeries. This report is for one (1)unk - locking/set screws: expedium verse. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown expedium verse locking set screw/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected data: h10: related reports added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.